Event description:
Medtronic received information that unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, and active current test. The pump failed the self test due to appearance of pump error 63. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to due to moisture damage on the j6 connector. Pump alarmed a pump error 25 alarm on (B)(6) 2021 at 03:24:01.000 due to moisture damage on the j6. Pump alarmed a pump error 63 (variable #: 3) during testing on (B)(6) 2023 at 06:44:39.000 due to a broken trace on pin 6 and in pin 1 of u1 chip on the keypad assembly. Pump was cut open to perform visual inspection and found broken trace on pin 6 and in pin 1 of u1 chip on the keypad assembly, moisture damage on the force sensor, pcba 1 and pcba 2. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and cracked retainer. Unexpected battery power loss and pump error 25 were confirmed due to moisture damage on the j6 and j7 connectors on pcba 1 and moisture damage on pcba 2 and the force sensor. Retainer ring damage was confirmed. Pump error 63 was confirmed during testing due to broken trace on pin 6 and in pin 1 of u1 chip on the keypad assembly. Moisture damage was confirmed found on the battery tube, force sensor, pcba 1, and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.